Event description:
Implantation of pedicle screw device was promoted by co even though it knew FDA had not authorized devices for surgical procedure as performed. Implantation of device has not corrected problem of pain and hinders/limits further treatment and diagnosis of original injury. X-rays are unable to penetrate medical device, as a result other procedure on spine must be utilized in an effort to discover what further damage is occurring in the spine due to blocked view from pedicle from all angles. These devices limit and hinder normal exam of spines and can prevent a correct determination/eval of ongoing problems.